Event description:
New information received notes that high, out of range, hv lead impedance alert was observed via merlin.net transmission. Patient was not symptomatic. The patient was brought into clinic and all measurements were within normal range during testing and no changes were seen with isometric testing and deep breathing. The patient will continue to be monitored remotely.

Event description:
It was reported that x-ray revealed externalized conductor. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.